Event description:
A malfunction alarm with code malf 12 was reported by the customer. There was an impact on the customer's blood glucose level as the level did not exceed 500 mg/dl (27.7 mmol/l). The customer did not reset the pump within 24 hours prior to contacting support, so technical support provided pump reset instructions and assisted with the reset. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and call back if the issue recurred.